Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the customer was receiving no delivery alarms. The customer also reported having unexplained high blood glucose. Customer's blood glucose was 336 mg/dl. The customer's blood glucose was treated with the insulin pump. Troubleshooting found the customer did not have any symptoms of high blood glucose. It was also found the customer had a blood glucose of over 500 mg/dl during the day. Troubleshooting found the insulin pump passed all functional testing. The customer was advised that their infusion set may be occluded. Customer requested to have their insulin pump replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).